Manufacturer narrative:
There was no malfunction report of the subject device. Since the serial number of this device is unknown and olympus medical systems corp. (Omsc) could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined.

Event description:
On may 11, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿current status of small-caliber endoscopy in pediatric patients¿ that was made in public in the 95th congress of the japan gastroenterological endoscopy society. Accidental symptoms after small-caliber endoscopy using olympus gastrointestinal scope (gif-xp260ns or gif-xp290n) were reported in the literature. The literature reported that 48 procedures of small-caliber endoscopy using subject device were conducted between may 2007 and october 2017, and the carbon dioxide gas supply was carried out in 44 procedures. In the subject procedures, accidental symptoms occurred as follows; oxygenation failure : 1 case (the patient had developed from muscular dystrophy). Free air : 1 case (the patient was a neonate). The literature concluded as follows; the small-caliber endoscopy was generally safe to perform for pediatric patients. Although the carbon dioxide gas supply is expected to contribute to safety, it may be necessary to further adjust the flow rate based on the experience of the accidental symptoms. Omsc is submitting initial mdrs according to the number of accidental symptoms. This is 2 of 2 reports. (This is the report regarding the free air)

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".